Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional via a manufacturer representative regarding a patient with pre-op diagnosis- primary osteoporosis, compression fracture involved in the balloon kyphoplasty procedure. It was reported that intra-operatively, due to the breakage of the 10m balloon, a new balloon kit was opened and inflated. The leaked contrast media was washed with saline as much as possible. Ibt ruptured during inflation. There was no patient symptom reported. There were no further complications reported regarding the event. There was no delay in overall procedure time. The procedure was performed successfully by using a new product. Patient was not hospitalized prolong as a result of this event. Event was associated with the patient. The reported product was discarded for the patient suspected of being infected. On 2022-feb-14, received additional information that contrast media leaked inside the patient's body, when cement was injected, the cement injection was not seen clear because of the leakage. This product came in contact with the patient.